Event description:
It was reported by repair work order that the bed lost up/down function due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.